Manufacturer narrative:
The lens was inserted and removed. (B)(6). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the insertion into the eye of an intraocular lens (iol), the surgeon noticed two tiny strips of plastic believed to come from the preloaded delivery system. Reportedly, the surgeon flushed the eye and managed to extract the foreign materials. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Additional information was received and the serial number of the lens was provided. Therefore the following fields were updated: expiration date: 11/01/2019. Serial (B)(4), catalog #: pcb0000110. Device manufacture date: 11/01/2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. In addition sterilization process was reviewed and no deviations were found that affect the sterility of the device. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.